Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. At thirty-two days postoperatively, the pt presented with epithelial ingrowth on the right eye and a flap lift and rinse was performed. The pt's post-operative ucva is 20/20. The association between the event and the device is unk.

Manufacturer narrative:
On 08/31/2006, an intralase clinical application specialist (cas) evaluated the device and found it to be within specifications.